Event description:
The fe reported a cine error appeared on workstation after bootup. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The celeron upgrade kit was installed. The system interface, passive backplane, image processor, cine drive, mainframe backplane, generator interface and fluoro functions boards were installed during the service call. The system was tested and found to be working as intended and put back into service.